Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had audio/beep anomaly. Customer's blood glucose was 4.1 mmol/l. The customer stated that the device makes a strange sound while delivering bolus, not a normal sound. The customer mother went to hospital and doctor does not trust pump anymore. The customer stated that the device was not dropped or bumped and no MRI exposure. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The pump was received with a grinding sound during the rewind due to a faulty motor. The pump was programmed with several boluses and no strange sound noted while delivering boluses. No unexpected audio/beep anomaly noted during our testing.